Event description:
Additional information received reported the patient was undergoing a revision (B)(6) 2016. The patient went to the operating room where the pump pocket was opened and the catheter was easily aspirated through the side port. The connector was inspected and disconnected. Spontaneous csf backflow continued through the catheter throughout the case. The catheter was reconnected and the pump pocket closed. No surgical revision was deemed necessary.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2002, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving baclofen (unknown concentration, dose and lot number) via an implantable pump. Indication for use was intractable spasticity. The date of the event was (B)(6) 2016. It was reported the patient had a large fluid collection on his back. No notable symptoms were reported. There were no environmental/external/patient factors that may have led or contributed to the issue. A dye study was scheduled for (B)(6) 2016. No interventions were done. Surgical intervention did not occur and was not planned. The issue was not resolved. Patient status was alive - no injury. On 2016-06-29 additional information received reported the patient was having increased spasticity for about 18 months and it continued to increase despite increasing the dose. Later the patient started having pain and fluid buildup about 6 months so physician decided to perform a dye study. At the dye study on (B)(6) 2016 they were unable to inject dye because they were unable to aspirate the catheter. Per this reporter it looked like the healthcare provider was in the side port. The healthcare provider withdrew approximately 2cc's of yellow fluid so he clamped, discarded the fluid and tried to aspirate again and nothing came out. The healthcare provider took the needle out again and went in the side port again and nothing was aspirated. Per the reporter the physician felt that what he aspirated was not csf but serous fluid. They sent the fluid for cultures. The patient was given oral baclofen and has been sent to the surgeon for next week consult and potentially replace the catheter. Additional information received reported the dye study was aborted, unable to aspirate. The results of the fluid sent for cultures was unknown. The patient was sent to the implanting physician for catheter revision but not yet scheduled. The pump was used to deliver baclofen 2000mcg/ml at 857.9mcg/day.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.